Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly had what was described as "mold" on it.

Manufacturer narrative:
Received 33 unopened and 2 opened irrigation syringes. Per the visual inspection, the samples were numbered and all were inspected for the criterion of loose foreign matter or embedded, and shall not exceed an aggregate total of 0.6 mm² or 1/16¿ per tappi dirt estimation chart, see details below: 1. Brown loose foreign material in the bulb 0.156 in exceeded its specification. 2. Embedded foreign material 0.03125 in within specification. 3. No foreign material found in sample. 4. No foreign material found in sample. 5. Brown loose foreign material in the bulb 0.156 in exceeded its specification. 6. No foreign material found in sample. 7. Loose foreign material 0.0625 in within specification. 8. No foreign material found in sample. 9. Brown loose foreign material in the bulb 0.156 in exceeded its specification. 10. Loose foreign material 0.0625 in within specification. 11. No foreign material found in sample. 12. Brown loose foreign material in the bulb 0.156 in exceeded its specification. 13. Embedded foreign material 0.03125 in within specification. 14. No foreign material found in sample. 15. No foreign material found in sample. 16. No foreign material found in sample. 17. No foreign material found in sample. 18. Embedded foreign material 0.03125 in within specification 19. No foreign material found in sample. 20. No foreign material found in sample. 21. No foreign material found in sample. 22. No foreign material found in sample. 23. No foreign material found in sample. 24. No foreign material found in sample. 25. No foreign material found in sample. 26. No foreign material found in sample. 27. Loose foreign material 0.0625 in within specification. 28. Embedded foreign material 0.0156 in within specification. 29. Loose foreign material 0.0625 in within specification. 30. Loose foreign material 0.0625 in within specification. 31. Embedded foreign material 0.0156 in within specification. 32. No foreign material found in sample. 33. No foreign material found in sample. Results: 4 samples exceeded their specification. 10 samples with foreign material that meet their specification. 19 samples with not foreign material. The reported event was confirmed as manufacturing related for 14 of the 35 samples evaluated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly had what was described as "mold" on it.